Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's entire system was removed due to patient desire. However, it was reported that reprogramming was done in the past to resolve the issue. It was reported that the healthcare provider attempted to interrogate battery today but she had not charged the battery since december and it was empty. It was reported the patient was also having a decompression l2-3 with fusion per hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the system explant was that the patient desired that it be removed. Regarding the statement "reprogramming was done in the past to resolve the issue," no device issue was ever determined. No further complications were reported.